Event description:
The patient reportedly experienced a decrease in sound performance as well as sound quality issues with her internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. The patient's device was explanted.